Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum w/moist) issue. The reporter indicated that the display screen was not able to be read safely. It was noted that there was moisture in the ir window on the back of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text. There was no evidence of moisture observed. It was observed that there was a crack in the battery compartment. A leak test was performed and failed due to a leak at the crack in the battery compartment. The pump was opened and there was moisture throughout the pump interior.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).